Manufacturer narrative:
This supplemental report is being submitted as an unused product sample was returned for evaluation and the complaint file has been re-opened. No additional patient/ event details have been provided to date. Should additional information become available, a follow-up report will be submitted. Reported to the FDA on may 20, 2016. (B)(4).

Manufacturer narrative:
Expiration date: 11/2019. Manufacturing date: 12/2015. Based on the available information, this event is deemed a reportable malfunction. No patient harm was reported. No previous investigations are available. Packaging process is validated under (B)(4). The current version of package is successfully passed journey hazard test (journey hazard testing report - (B)(4)). After detailed batch review, no discrepancies (includes non-conformances/deviations) related to complaint issue were found. There is not enough information to conclude that the product did not meet specification and perform as intended. Product monitoring reviews will monitor for product trends if this issue were to reoccur. No further actions are required, and the complaint will be closed. Additional information has been requested but not received to date. When additional information becomes available, a follow-up report will be submitted. (B)(4).

Event description:
It was reported that "the packaging was differently than usual and have doubts about whether the package was faulty." The reporter "thinks it seem to be unsterile. But we tried with same water, and there were no permeability." Photos were sent by reporter for investigation but no further information was provided.